Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Customer returned incorrect strips-zb5523s. Scrapped incorrect strip vial returned. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Meter was returned - reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 20-aug-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 22, 80, 50 and 30 mg/dl. The customer¿s expected am fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 06/13/2025 and open vial date was not provided. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 90 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 22mg/dl date: on (B)(6) 2024 time: 3:42pm fasting. Result 2: 80 mg/dl date: on (B)(6) 2024 time: 3:25pm fasting. Result 3: 50 mg/dl date: on (B)(6) 2024 time: 11:15am fasting. Result 4: 30 mg/dl date: on (B)(6) 2024 time: 7:15am fasting. Result 5: 129mg/dl date: on (B)(6) 2024 time: 6:52am fasting.